Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 was removed from the package and would not fire. The case was completed by using an ussc product. There was no consequence to the pt.